Event description:
It was reported that device would not start compression and it indicated user advisory 7 (discrepancy between load 1 and load 2 too large), user advisory 8 (motor controller fault detected) and user advisory 18 (max take-up revolutions exceeded). It is not known whether pt was affected. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.